Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa).

Event description:
It was reported that a diagnostic cerebral angiogram was performed on the right internal carotid artery (ica) via a right femoral arteriotomy and closed using a 6f angio-seal vip. In the recovery room, no pulses were palpable in the right foot. The pt was taken to surgery for removal of the angio-seal from the right femoral artery. Patch angioplasty and an intraoperative angiogram were also completed. The pt had a palpable pedal pulse at the end of the procedure. Add'l info was not available.